Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer experienced a high blood glucose of 400 mg/dl. The customer's wife reported issue with the transmitter, they tried the new charger and it was just blinking the fast red blinks. Also they stated that they did change the battery in the charger but it was still blinking fast red. When customer woke up in the morning their blood glucose was 400 mg/dl. It was reported that the customer was not using automode. The customer was unable to perform troubleshooting. The insulin pump will be returned for analysis.